Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed and the reported shaft separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported hypotube separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during removal/preparation of a 2.75x15mm nc trek balloon dilatation catheter from the dispenser hoop coil, it was noted that the shaft was broken into two pieces. No resistance was noted. The device was not used. Another nc trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis identified blood on the hypotube and in between the balloon folds and in the hub. Follow-up with the account confirmed that the physician had interacted with the device with his gloved hands which had blood and contrast.